Event description:
It was reported by the customer the display has missing segments. Additional info provided by the customer indicated the segments are missing from the measured values display. The unit might be able to be used on a pt, but then the values would not be able to be read. There is no known pt impact or consequences.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The returned device was evaluated. During this testing the unit was able to power on but some of the segments of the display were not illuminating. The led board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.